Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The sales rep (B)(6) reported on behalf of the surgeon mr (B)(6) that during a procedure, an oic cage broke into many pieces. The rep further reported that she was present during surgery and observed that the surgeon was lightly tapping the cage impactor to insert the cage when it broke. She added that he managed to remove the broken pieces and used another cage of the same size. It was added that the lot code could not be retrieved as it was not recognizable.